Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would cycle power when the charge button was pressed during a test shock as well as when performing testing with a pads cable and test load / analyzer. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.